Event description:
Pt developed ovarian cyst pelvic pain & endometisosis due to norplant cauterized, endometrisosis cauterized & norplant insert removed.2/21/94 pt ovarian cysto draines2/23/94 had goby